Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced four infusion set fell off events during use on (B)(6)2024. The set was in use for few hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1910274 - MDR 3003442380-2024-14032 - device 1 of 4.